Event description:
An alarm was heard telemetry did not confirm alarm. The patient reported hearing an alarm that occurred a few times in a row then it is quiet for a few days but goes off again. Per the hcp the patient stated the alarm sounded like the non-critical alarm when the alarm test was performed. The logs were read and there was no mention of an alarm in the logs. The patient was currently programmed to minimum rate since (B)(6) 2013 because they had deemed the catheter was ¿non-functional.¿ per the hcp, the patient also reported sleepiness for the past 2 days, unsure of the cause of the symptoms. The patient was questioning a ¿leak¿ in the pump. The hcp was possibly going to access reservoir and check for volume accuracy as well. It was noted eri 21 months and the reservoir volume as 37ml. The pump was used to deliver bupivacaine and dilaudid. Additional information has been requested, but had not been received as of the date of this report

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).